Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage and dislodgement occurred. The target lesion was located in the coronary artery. A 2.50 x 12 synergy&#10244;drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the lesion was prepared again. The stent was checked and it passed visual inspection without a problem. The stent was advanced for the second time in the 6f catheter, but a lot of resistance was felt and the stent was unable to get through the catheter to the coronary artery. The device was removed and it was noted that the stent struts had opened to the outside and look a bit flower like. The nurse cleaned the stent, and suddenly the stent disintegrated and fell apart from the stent delivery system. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was detached from the delivery system and returned for analysis. A visual examination of the detached stent found that the stent was damaged with struts distorted, bunched and stretched. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were visible on the balloon body and there was no sign that positive pressure was applied to the balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple hypotube kinks across the length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage and dislodgement occurred. The target lesion was located in the coronary artery. A 2.50 x 12 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the lesion was prepared again. The stent was checked and it passed visual inspection without a problem. The stent was advanced for the second time in the 6f catheter, but a lot of resistance was felt and the stent was unable to get through the catheter to the coronary artery. The device was removed and it was noted that the stent struts had opened to the outside and look a bit flower like. The nurse cleaned the stent, and suddenly the stent disintegrated and fell apart from the stent delivery system. The procedure was completed with another of the same device. No patient complications were reported.